Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on with battery power. During subsequent testing by the facility's biomed department the device was powered on with ac power and displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.